Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture and silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported diagnosed per ultrasound rupture and axillary lymph knot siliconma. The shell was partly dissolved. The device was explanted. Right side